Event description:
(B)(4).

Manufacturer narrative:
(B)(4). The product was not requested to return as the failure is known and has been investigated in a previous complaint. No further info was provided by the customer, therefore, no further investigation will be performed at this time. This data will be handled through a designated maquet trending process. If a trend occurs, it will be escalated to quality assurance management for review and determination if further investigation is necessary. Additional info: the product mentioned under section d is a tubing set and the included affected component has the contributing design function of the quadrox-ID which is registered under 510(k): k101153. (B)(4).